Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture pulling/tightening/tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/18/2025, it was reported via email by a sales representative that an ar-2350 knotless tension tight button implant system experienced a failure. The tension tight button and suture both failed. The # 5 fiberlink was not locked at the swedge, allowing the suture to slide through itself rather than maintain tension. As the button was advanced past the swedge area, it continued to fail to hold tension. A new button was opened to complete the case, while the failed button remained implanted. This was discovered during a distal biceps repair procedure on (B)(6) 2025. Additional information was received on 06/27/2025: it is uncertain if the suture, the button, or both broke. It was confirmed that the whole system failed. The case was completed without issues using another ar-2350 knotless tensiontight button implant system. The case was delayed 15-20 minutes. It is uncertain if additional anesthesia was administered.